Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that two leads were being prepared on the back table to be implanted and the scrub tech noted they "didn't look right". It appeared that the internal lead material had separated from the sheaths. The leads were not used and returned to the manufacturer for analysis. Please see MFR report # 6000153201010483.